Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation in used condition. Device serial number does not match with device label on bottom case or this complaint. Customer reported problem with primary audible alarm but found backup audible alarm. Power on self-test performed. Checked ehl and could not find primary audible alarm. Checked alarm loudness. The customer's reported problem could not be duplicated, and no root cause could be determined. It's suspected that the customer misunderstood the backup audible alarm as the primary audible alarm. No actions were taken. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was a primary audible alarm failure that couldn't be corrected by a new speaker. There was unknown patient involvement and unknown patient harm.